Event description:
It was reported that balloon rupture occurred. A 4.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post procedure.